Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet picante insulin pump repeatedly displayed alert 41 indicating an insulin shaft rewind error shortly after initiation of use, which persisted after multiple restarts and during a cartridge and tubing change attempt, leading to inability to rewind and complete setup. Symptoms included no reported adverse clinical effects and blood glucose remained unaffected. Outcomes included provision of troubleshooting and education, shipment of a replacement device, instruction to shut down the device to avoid further alerts, and guidance to continue glucose monitoring with the cgm application or receiver. Investigation included remote verification of the alert, guided restart attempts, and an attempted dry run that could not proceed due to the rewind error. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.